Event description:
The t broke as the knot was being cinched down. The piece was retrieved. Only a piece of the t remains in the patient.

Manufacturer narrative:
Roughly one third of the t bar was returned for evaluation. The break is at the suture through hole. There are no material voids at the break. The break is angular in nature and appears to be from excessive downward force placed on the bar when cinching the knot.